Manufacturer narrative:
One photo was shared by the customer, where the item and lot information of the spiros are shown, however no damage or anomalies were confirmed. One used. List #ch2000s-c, spinning spiros® connected to an unknown, clave extension tubing with spiros and another separated #list #ch2000s-c, spinning spiros® connected to an unknown, two microclave were returned for evaluation. As received both spiros came separate from spinning mechanics and the shear tabs were correctly activated and no damage on the splines were observed. The residual torque of both samples was found within specification and the female and male luer met iso design specification. The complaint can be confirmed based on the device being returned activated, indicating a disconnection from the mating device. The probable cause of the disconnection is unknown. A device history lot # could not be conducted because no lot number(s) was/were identified. D4: only di provided as lot number is unknown.

Event description:
The event occurred on an unspecified date. No further details provided from the second device returned for investigation from the customer. Two devices were returned for evaluation which presented with a confirmation of disconnections. This report captures the second defective device returned.